Manufacturer narrative:
(B)(4). The reported patient effects of intimal dissection, thrombosis and death, as listed in the graftmaster rapid exchange (rx) coronary stent graft system, instructions for use (IFU) are known patient effects that may be associated with coronary stenting. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling of the device. The additional graftmaster is being filed under a separate medwatch report.

Event description:
It was reported the procedure was to treat a heavily calcified lesion in the left anterior descending artery. During the procedure a long perforation occurred which required the use of two graftmaster stents. The graftmaster stents were implanted successfully and performed as intended, and the patient was stable after the procedure. However, when the patient was in recovery, a spiral dissection had occurred distal to the stent with acute thrombosis followed by death. The physician stated the official cause of death was the acute thrombosis and date of death was (B)(6) 2015. No additional information was provided.